Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. Rv lead damage was alleged, although it was not confirmed. Rv lead revision is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. Rv lead revision is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.